Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to clinic for routine follow up with symptom of dizziness. Device was noted to be in back up vvi. Programing changes were made successfully and patient was continued to be followed-up.